Event description:
It was reported that the device has a low telemetered battery voltage measurement. The device is still in use. No patient complications were reported as a result of this event.

Event description:
It was reported that the device has a low telemetered battery voltage measurement. It was later reported that the device was explanted and replaced due to early elective replacement indicator. Two different left ventricular leads were attempted during the device replacement procedure but were not implanted due to not being able to find a stable position. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis concluded the issue was caused by battery voltage - low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.23 v while the daily battery voltage trend measurement was 2.86 v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action. Performance data collected from the device was analyzed. Analysis concluded the issue was caused by battery voltage - low telemetered battery voltage. On (B)(6) 2010, the telemetered battery voltage was 2.23 v while the daily battery voltage trend measurement was 2.86 v. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed), the outer insulation had a cosmetic cut, and the lead was damaged at implant. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed) and the distal conductor had blood/body fluid (not obstructed).